Event description:
The device was rec'd by the MFR for repair due to solution alarms. Upon receipt, the device delivered below the specification of +/-5% of set volume to be delivered. The device was not being used on a pt at the time.

Manufacturer narrative:
Upon receipt, the device was found to delivery -5.6% at some settings. The worn carriage, carriage driver, and damaged valve were replacement.